Manufacturer narrative:
Patient information was unavailable from the site. The software was analyzed. Analysis found that it was unable to determine the probable cause without further information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess). It was reported that the site was unable to register the patient. The site tried 5-6 times to register but were unable to and proceeded without navigation. The surgery was completed with no patient impact and a delay of 15 minutes.